Manufacturer narrative:
(B)(4). Date sent: 5/18/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslg2c35a device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. In addition, it was received with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. The device was connected to the generator but due to the condition of device not all functional testing could be performed. The iblade broke off during functional testing. It should be noted that product failure is multifactorial. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if the black heat shrink covering is damaged. It is possible that this type of damage can occur after the device undergoes heavy loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u93c59. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap hysterectomy the enseal articulated forceps failed. They got stuck and could no longer be opened. The device was changed and the procedure was delayed 5 minutes. The procedure was completed successfully. There were no patient consequences.